Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device al3889 number, and no non-conformance were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an ob-gyn procedure on an unknown date and suture was used. The suture needle pulled off when sewing the perineum tissue during a natural birth surgery. Changed to another device to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.